Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the initial implant procedure the right ventricular (rv) lead dislodged from a high septum location. The lead was moved to a mid-septum location and exhibited high impedance levels. The physician removed the lead and attempted to exercise the lead helix, and the helix would not extend. An alternative lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.